Event description:
Patient with implanted heartmate iii left ventricular assist device (lvad) with a history of sjorgens syndrome, systemic lupus, and antineutrophil cytoplasmic antibodies (anca) associated vasculitis presents with large middle cerebral artery (mca) stroke and bilateral anterior cerebral artery (aca) infarcts 24 hours after lvad implant. Patient was not a candidate for tpa (recent surgery) or thrombectomy (outside the window). At around 2 weeks post cerebrovascular accident (cva), residual neuro deficits include: left gaze deviation, no command following, moving left side spontaneously only, and right side flaccid. Heparin and aspirin therapies were started 1 week post cva.

Event description:
Patient with implanted heartmate iii left ventricular assist device (lvad) with a history of sjorgens syndrome, systemic lupus, and antineutrophil cytoplasmic antibodies (anca) associated vasculitis presents with large middle cerebral artery (mca) stroke and bilateral anterior cerebral artery (aca) infarcts 24 hours after lvad implant. Patient was not a candidate for tpa (recent surgery) or thrombectomy (outside the window). At around 2 weeks post cerebrovascular accident (cva), residual neuro deficits include: left gaze deviation, no command following, moving left side spontaneously only, and right side flaccid. Heparin and aspirin therapies were started 1 week post cva.